Event description:
The cause for of the elevated pump power was believed to be due to controller condition. No more power spikes since then. No symptoms, treatment plan remained the same. Patient doing well; remained on the same plan of care.

Manufacturer narrative:
Labeled for single use,8: correction. Manufacturer's investigation conclusion: the reported event of water in the shower bag was not confirmed. The product was not returned for investigation. The provided information indicated that water entered the patient¿s shower bag. No other documents or pictures were provided. The submitted log file contained data from (B)(6) 2019 and captured multiple transient elevations in pump power up to 9.6 watts. During power elevation events, corresponding elevations in calculated flow were recorded up to 11.0 lpm. Of note, the log file also captured 58 pi events and most power/flow elevations were associated with pi events. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The shower bag IFU states the bag should be routinely inspected for wear or damage. The IFU warns that shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. A root cause for the ingress was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d2, d4: correction.

Manufacturer narrative:
UDI was not provided. It will be included with a follow-up report. Approximate age of device ¿ 2 years 3 months (the age is calculated from the start date to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that water got into patient's shower bag. Patient was asymptomatic. Screen showed signs of water damage. Controller was changed after the log files were downloaded. The log file analysis showed that there were pulmonary index (pi) events. Flows fluctuated from 4's to mid 11's. The log showed a few unsustainable spikes in both power and flow. There were no alarms or other unusual events seen within the log files.